Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Investigation summary: the device was received and forwarded to the supplier for evaluation. Visual inspection revealed that the suction tube shows signs of use, with dried saline visible. No tissue debris was evident, the distal tip of the device does not show any obvious signs of activation. No obvious visual damage to the shaft, handle, cable or plug. For functional testing, the device was connected to a vapr vue generator gml4854/2, the poor connection in the active circuit can be located to the active crimp within the potted section in the handle of the device. During functionality testing (activation of electrode) the generator did not show any error message ¿ no activation at the active tip of the device in either ablate or coagulation modes. The complaint can be confirmed. The device had no active continuity between the active tip and the active connection on the plug. The root cause for this is a poor connection across the active crimp within the handle. The complaint failure mode confirmed during testing has been reviewed against suppliers (gyrus) systems risk assessment. The current risk severity category is classed as anticipated frequency of ¿probable¿ the failure severity is minor. A complaint records review by supplier (gyrus) over the last 12 months to assess the frequency of this defect shows the frequency of occurrence is as anticipated in the risk analysis. Further investigation into this failure is being conducted under supplier cap- 101378 and is currently on-going. The DHR review indicated that this batch was processed without incident, therefore, there is no evidence of manufacturing anomalies on the records reviewed. Depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during a rotator cuff repair surgical procedure, it was observed that the vapr s90 4.0mm w/integr hdp device would not fire. According to the report, the electrode would not fire. It was reported that there was no delay in the procedure as a spare device was available for use to complete the surgery. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.